Event description:
After placing the impella catheter, blood was backing out of the red connection, making the arterial waveform and pressure inaccurate. The pump continued to perform correctly so the impella stayed in the patient for 48 hours. No harm to patient upon removal. Manufacturer response for impella catheter, (brand not provided) (per site reporter): device was returned to rep for manufacturer evaluation.